Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 pvs device. The needles did not present on deployment. Backdown was not successful. Redeployment was attempted two or three more times without success. The device was advanced slightly and twisted from side to side. The pt was then taken to surgery for device removal and arterial repair. Surgery was successful and the pt was stable.